Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 500cc mentor memorygel breast implants experienced bilateral baker grade IV capsular contracture post procedure. The breasts were hardened, appeared deformed, and were painful to lay on. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-08695 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on january 10, 2022. Explant and replacement with mentor gel was performed on january 3, 2022. Additional information was received on january 14, 2022. The left sided device was found ruptured during the explant surgery. This report relates to the right prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).